Event description:
The account alleged the motor power off led is lit and won't go out and the scale has no display due to corrosion on the power supply board.

Manufacturer narrative:
The account replaced the power supply board to repair the bed.